Event description:
The pt's father reported that his son was hospitalized for acute pharyngitis and high fever. At 00:30 he was vomiting so they checked his ketones and they were present. They placed him on an intravenous therapy of fluids and glucose. At 01:22 his bg results were 361 mg/dl. He stayed in the hospital for one night before being released. The pod was removed and discarded.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. No product lot number was reported therefore no qualification records were reviewed.